Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported the results of the CT scan were reflex sympathetic dystrophy/lateral epicondylitis. The cause of the sudden burning, aching pain in the neck/shoulders was from lifting a heavy bag. The burning, aching pain was reported as being "somewhat resolved" and the patient stated they are doing so much better and are able to control the pain. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacture representative (rep) on (B)(6) 2017. The rep stated that the results of the CT scan were unknown, the cause of the sudden burning, aching, and pain in the patient¿s neck/shoulders remains unknown, and the actions taken to resolve the issue remain unknown. The information was not confirmed with the physician because the clinic was closed at the time of the report. No further complications were reported/are anticipated.

Manufacturer narrative:
Other applicable components are: product ID 977a275. Serial# (B)(4).implanted: (B)(6) 2016. Product type lead. Product ID 977a275 serial# (B)(4) implanted: (B)(6) 2016 product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was implanted with a neurostimulator for non-malignant pain and complex reg pain syndrome type ii. It was reported that the patient was seen in the office on (B)(6) 2017. The patient started having pain in their neck at the base of their skull and it extended into their shoulder. It was described as burning and aching. It was reported that this had started on (B)(6) 2017. The patient denied that there was an event that caused this onset as far as the patient was aware. The impedance measurements were checked and were within normal limits. Mapping the left lead provided stimulation coverage to the bilateral hands at the top 1/3 of the lead and moving into the left arm as arrayed and brought down the remainder of the contacts. Mapping the right lead provided adequate coverage to the right elbow to the hand with a 9- and 10+ configuration. It was reported that this was needed to cover the painful issue. It was reviewed that there was possible ¿positionality of the lead with head movement¿ as there was potential rotating left and right of the lead when there was flexion and extension of the head. The patient stated that they had been told that they could do what they wanted so the patient had done yard work last month which included raking. The patient¿s physician assistant recommended to that the patient resume use of muscle relaxers and was going to order a CT to see the placement of the leads as it was explained that repetitive movements may lead to easier migration of the lead. The patient planned to follow-up during a return appointment on (B)(6) 2017. With the follow-up appointment more information would be available regarding whether a surgical intervention was planned. The patient weight was asked but unknown. The patient¿s medical history was right arm pain. The patient was alive with no injury. No further complications were reported.